Event description:
To whom it may concern: (B)(6) university purchased me a set of "leadless" leads when I functioned as an electrophysiology fellow at the institute. The lead brand is techno-aid garment with shirt serial number (B)(4) and skirt serial number (B)(4). I wore this lead for approximately 1 year and then it was checked for radiation leaks on (B)(6) by an individual at (B)(6) with the initials (B)(6). The lead checked out fine for "no leaks" and has a sticker verifying this. Upon beginning a new job at the (B)(6) center I asked to have my lead checked again for radiation leaks. There are gapping holes in radiation coverage throughout the garment and it is the "worse that has ever been seen" in over 15 years per the radiation supervisor at (B)(6) hospital. As a result, I have a sustained a large and unknown radiation dose given that I typically used radiation five days per week. In an effort to contact (B)(6) I discovered that multiple individuals at (B)(6) had the same problem that lead was removed from circulation. No one contacted me via my still active (B)(6) email account (which is listed in the (B)(6) address book) to inform me that my lead may be faulty. My peer fellow, dr. (B)(6) also received a large radiation dose for the same reason until his new lab in (B)(6) discovered the large holes in his coverage. He was also never contacted or notified in anyway. It is unclear how many others have this lead and do not know what they have an issue. I have not received any therapies but rather received an unk and likely very large radiation dose due to poor quality lead from techno-aide and poor supervision from the (B)(6) radiation safety department. Dates of use: (B)(6) 2010 - (B)(6) 2012. Reason for use: lead for electrophysiology procedures performed with xrt.